Event description:
Additional information was reported that the patient's case would be placed on hold until (B)(6). The patient's generator was disabled. The patient had been seizure free and the office turned off the vns to check and make sure she stays seizure free. No surgery is scheduled at this time.

Event description:
A vns treating physician reported that he had a patient come into clinic with high impedance on their system diagnostic testing. Their generator was not programmed off and their treating physician will be ordering x-rays when the patient comes back in the office. It is unknown if these will be sent to the manufacture for review. No adverse events are reported including no traumatic events reported prior to their high impedance being attained. The patient was last in the office (B)(6) 2011 and diagnostics were not done at that time so they don't really know exactly when the issue began. The patient will likely be sent to a surgeon for revision surgery. No surgery date has been set at this time.

Manufacturer narrative:
Device malfunction suspected. But did not cause or contribute to a death or serious injury.